Event description:
It was reported the guide wire unraveled upon use. No further information is available.

Manufacturer narrative:
(B)(4). Information was received via medwatch report mw5042485. No sample is expected to be returned for evaluation.